Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri), a power on reset (por) occurred, and had no capture the same day a magnetic resonance image (MRI) was taken. It was also reported that the right ventricular (rv) lead had low impedance and no capture. The ICD was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.